Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The customer indicated that the device did not cool the water. Technician could not reproduce the problem. Unit functioned properly. Chiller cleaned. Electrical safety test. Functional test ok. All test passed: system is working to designed specification. Water exchanged. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not cool water.

Event description:
It was reported that the arctic sun device did not cool water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.